Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 401 mg/dl. The customer treated their high blood glucose level with an injection of 14 units of insulin. The customer declined troubleshooting for high blood glucose. The device will not return for analysis.